Manufacturer narrative:
Analysis revealed a pump motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft bearing. Analysis identified residue and wearing on the upper shaft of gear number two. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the device manufacturer representative indicated that the cause of the motor stalls was not known. No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving gablofen with concentration 2,000.0 mcg/ml at a dose rate of 1,536.8 mcg/day via an implantable pump for cerebral palsy and intractable spasticity. It was reported that as per the hcp, the patient¿s mother noticed an audible pump alarm was occurring every 10 minutes which would last up to an hour and would repeat every few hours. The logs were read and series of motor stall and recovery events were indicated. The plan was to admit the patient, program the pump to a minimum rate, and replace the pump. A dye/motor study was performed on (B)(6) 2019. The catheter appeared patent and there were no concerns about this moving forward. As the pump showed a motor stall during the roller study bolus, which was indicated in the report/logs provided, the physician¿s plan was to replace the pump on (B)(6) 2019. As per the logs/session report provided, a critical alarm regarding motor stall occurred on (B)(6) 2019 at 3:40 pm followed by a pump motor stall recovery on (B)(6) 2019 at 3:47 pm. It was indicated that no environmental/external/patient factors that may have led or contributed to the issue were reported. The issue was not resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history were indicated as having been requested but were unknown. No further patient complications have been reported as a result of this event.